Event description:
The lay reporter, the lay pt' wife contacted lifescan (lfs) alleging that the pt's one touch ultra meter was displaying the error 2 and 4 messages. In the morning of 2006 the pt fell from bed and was shaky. The pt attempted to test with the reported meter and obtained error 2 and error 4 messages. The pt took lantus insulin, 22 units followinga ttempted use of the meter. The pt went or was taken to the ER. The reporter was unable to answear what treatment the pt received. Readings obtained in the ER were not provided. The customer svc agent (csa) was unable to complete troubleshooting with the reporter at the time of the call. The reporter said the pt was sleeping. The reporter called lfs later in 05/2006 and attempted to test with the meter. The apply sample prompt continued to display. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to test with the meter while experiencing symptoms, which could suggest an abnormal blood glucose level. The pt took insulin and went to the ER for assistance following attempted use of the product.